Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism in the not deployed state. The pod data shows that the pod completed first priming earlier than expected (24 pulses) due to a rotational sensor malfunction. This malfunction can be confirmed as the root cause of the user reported events of the needle not deploying. Inspection of the pod was unable to determine a root cause of the observed rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the pods needle had not deployed and the pods pink slide did not move forward at initial activation. The patients reported blood glucose level was 98 mg/dl.